Event description:
It was reported that when the patient presented in clinic for elective generator replacement, an externalization was noted on the lead via fluoroscopy. The patient had a history of ventricular fibrillation and received shock. The lead was explanted and replaced. The patient was stable during and post procedure and was discharged to home.

Manufacturer narrative:
A lead was returned in two segments for analysis. External insulation abrasions were noted at 39.4-39.7 cm and 44.5-44.8 cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 7.5-11.6 cm from the distal tip. The etfe coating was intact at this region.